Event description:
Device returned to MFR with report of "battery depletion." Follow up with hcp revealed that pt's pump low battery alarm sounded so decision was made to replace the pump. Also, pt had need for increasing dosage-possible causes listed-csf flow, drug tolerance or poor dissemination due to adhesions. When surgery was performed the catheter position was adjusted and the csf flow was improved. A new catheter was tried at a high position but csf flow was better at the lower positioned orignal catheter. The new catheter was removed. The new pump was attached and the pt recovered uneventfully from the surgery. The pt is doing well and is receiving 820mcg per day.